Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, with many efforts, the commander delivery system was unable to reach the annulus. While removing the valve, the valve got stuck on the endograft struts in the left iliac. The doctor tried to pull the delivery system, but pulled the sheath and delivery system together, stripping the valve off the balloon. A vascular surgeon attempted to pull the valve back into a gore sheath with a balloon and was unsuccessful so the valve was inflated and deployed in the left common iliac. A fem to fem bypass was planned. The patient was rescheduled with alternative access.

Manufacturer narrative:
The esheath was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency; therefore, no DHR is required, no lot history review is required. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. The complaints for navigate and position catheter to target location unable to track system through anatomy, withdraw catheter through vasculature sheath difficulty or inability to withdraw system through vasculature, interventional device interacts with preexisting implantable device and failure thv dislodged off balloon were unable to be confirmed, therefore a complaint history review is not required. The following instructions for use and manuals were reviewed; IFU for commander delivery system, procedural training manual and patient screening manual. No IFU/training deficiencies were identified. As the complaints for failure balloon burst was unable to be confirmed, a complaint history review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints navigate and position catheter to target location unable to track system through anatomy, withdraw catheter through vasculature sheath difficulty or inability to withdraw system through vasculature, interventional device interacts with preexisting implantable device and failure thv dislodged off balloon were unable to be confirmed as no applicable imagery was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, patient had a very tortuous descending aorta with endografts present and a 16fr esheath was placed in the lfa, with many efforts, the commander delivery system was unable to reach the annulus. While removing the valve, the valve got stuck on the endograft struts in the left iliac. The doctor tried to pull the delivery system, but pulled the sheath and delivery system together, stripping the valve off the balloon. It is possible that patient factors such as tortuosity and the preexisting endografts contributed to the tracking difficulties. The presence of the endograft and tortuosity may increase the risk for the system being caught when navigating through the anatomy leading to tracking difficulty due to suboptimal angles. These patient factors also make it difficult to remove the delivery system/thv from the patient. As the valve got caught by the endograft struts, the excessive force applied to remove the system then caused the valve to dislodge from the balloon. As such, available information suggests that patient factors (tortuosity, preexisting endograft) and procedural factors (excessive manipulation) may have contributed to the complaint event. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.